Event description:
It was reported that during the implant procedure, the pulse generator was unable to capture. The device was not installed and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).